Event description:
Patient admitted for total knee arthoplasty had order for locally delivered ropivacaine 0.1% in normal saline using stryker painpump2 blockaid which is an elastomeric infusion system with electronic rate adjustment feature. For this patient, a pump was attached to the catheter for infusion on the patient and the pump failed to operate - turn on lot 08229012. The pump was removed from the patient. Another pump was selected for this patient and while preparing this pump in the pharmacy, the internal spring used for closure during the filling process failed to close and squirted the contents out in the pharmacy prep area lot 08229012. Finally, an additional pump was selected, filled, and placed on the patient at approximately 1400. This pump stopped operating at 2200 approx and needed to be replaced to maintain pain relief to the patient. This pump was not recovered by pharmacy. There were 3 additional pumps that malfunctioned, of which one was placed on a patient before failure. Additional lots of failure 08225012 and 08252022. Dates of use: 2008. Diagnosis: regional nerve/pain block.